Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure location of device: coil embedded in other tissue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: anxiety"), feeling abnormal ("brain fog"), alopecia ("hair loss"), abdominal pain ("abdominal pain / pain"), back pain ("back pain") and arthralgia ("joint ache") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, migraine, depression, anxiety, feeling abnormal, alopecia, weight decreased, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, menorrhagia, migraine, mood swings, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure removal date was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia, hormonal changes describe: mood swings, migraines / headaches, migration of essure location of device: coil embedded in other tissue, pain, psychological or psychiatric condition: depression; anxiety; brain fog, hair loss, weight loss, abdominal pain, back pain, joint pain, plaintiff did not underwent essure confirmation test were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.